Event description:
It was reported that the user experienced hyperglycemia while using the ilet system after consuming a cupcake, with a blood glucose value around 250 mg/dl and a stable trend following a late meal announcement. Symptoms included no reported clinical symptoms. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Investigation included troubleshooting and education provided by support. Investigation of this case revealed that the cause of the hyperglycemia was unclear. It was concluded that the event was user-managed with monitoring and did not require further clinical action. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.